Event description:
Surgeon contacted me to let me know the patient had a follow up appointment in his office and the clinic xray shows the screws has broken in the femoral neck. The patient has no pain.